Event description:
Subsequent to the initially filed report, additional information was received stating that one gripper was unable to raise or lower. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation ¿ single) was confirmed via returned device analysis. The gripper line (tactile marker side) was observed to be broken and the gripper cap (with tactile marker) was separated from the system. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, the confirmed single gripper actuation issue appears to be due to the gripper line break. A cause of the observed gripper line break could not be determined. The material separation of gripper cap appears to be due to user technique of handling the gripper lever as pulling directly on the gripper cap would likely result in cap separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During device preparation, the gripper cap and lock came off when the gripper was raised. They were placed back on and another test showed that it was functioning. The device was advanced to the mitral valve with no reported issue. However, the transesophageal echocardiogram (tee) revealed that the gripper had gotten stuck, and was pointing directly out at a 90 degree angle from the shaft of the steerable guide catheter (sgc). The grippers would not respond to raising or lowering, so the device was removed from the patient and exchanged. The procedure was completed with two clips implanted, reducing the mr to a grade of 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.